Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer "unknown / not provided". There was no additional information provided and no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer "unknown / not provided". There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure senor for error code 2401.4150. As found 9.17 sw as left ver 9.33. Flashed software to hospitals current software (9.33). Unit was alarming error code 200.5040, software incompatibility error code. A review of the device history record showed the device had a manufacture date of (B)(6) 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor- 12 pack. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. Reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer "unknown / not provided". There was no additional information provided and no patient involvement.